Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a unknown sensor issue occurred. The investigational analysis completed 3/27/2019. The device was visually inspected and electrode # 2 was found dented. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. A failure analysis was performed. The catheter was dissected and the sensor values were found within specifications. The failure is attributed to a potential pc board failure. Scanning electron microscope analysis was performed on the damaged area. The results showed evidence of mechanical damage on the surface of the ring and dome. Additionally, a hole was observed on the surface of the pebax and it was generated due to the same ring damage. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. The root cause of the damage on pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a unknown sensor issue occurred. The observed error # was not provided. The cable was changed, but this did not resolve the issue. Catheter replacement resolved the issue. No adverse patient consequences were reported. The unknown sensor issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/12/2018, the biosense webster inc. (Bwi) received the device for evaluation. During an initial visual inspection the (bwi) product analysis lab (pal) observed a dent on electrode 2. During a second visual inspection on 1/22/2019, electrode 2 was found dented. The observed dent on electrode 2 has been assessed as not reportable as device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was done. The bwi pal performed scanning electron microscope (sem) testing on 1/23/2019, and found evidence of mechanical damage on the surface of the ring and dome, and a hole on the surface of the pebax. The mechanical damage has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole on the pebax surface has been assessed as MDR reportable. The awareness date has been reset to 1/23/2019.